Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing, and shorting across the insulator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's weight was listed as (B)(6). No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for intractable spasticity. It was reported that upon initial interrogation the pump showed a motor stall. The patient did not have a recent magnetic resonance imaging scan (MRI). It was reported that the pump stalled on (B)(6) 2018 at 2:20pm and recovered and there had been multiple stalls and recoveries. The hcp reported that the pump stalled at 7:17am on (B)(6) 2018 and had not recovered. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the pump was replaced today. The rep reported that they were sending back the pump for analysis. The rep reported that the patient was receiving 3000mcg/ml baclofen at 665.8mcg/day, and 22mg/ml bupivacaine at 4.882mg/day. The rep reported that the patient's new pump only has baclofen in it. The device was returned to the manufacturer. No further complications were anticipated/reported.